Manufacturer narrative:
(B)(4). Concomitant medical products: unknown magnum cup; unknown head; unknown stem. Multiple reports were submitted along with this report 0001825034-2022-01630, 0001825034-2022-01631, 0001825034-2022-01632. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown day. Subsequently, the patient was revised due to metallosis. During the revision, the stem was cold welded with the head and had to be revised. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.